Event description:
It was reported that upon plugging the handpiece into the device, the user saw arcing where the hand piece was plugged in. The reporter said the device then appeared damaged. The patient was under anaesthetic at the time of the failure and there was an unknown delay in surgery.